Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the event occurred when the device was turned on. There was no patient involved at the time of the event. A philips remote service engineer (rse) discussed the issue with the customer, who claimed that the tube was defective and could not emit x-rays. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Troubleshooting actions determined that the tube was defective. The fse replaced the tube and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that x-ray tube was failing. The x-ray tube has been replaced that the system was returned to use in good working order.